Event description:
T was reported that this spectra penile prosthesis (spp) was not performing as expected due to mechanical failure. The device exhibited complete bending of the cylinders, inability to maintain rigidity during intercourse, and audible clicking sounds upon manipulation, consistent with internal structural damage. The spp remains implanted. There were no patient complications reported.